Event description:
On (B)(6) 2025, a patient underwent a procedure using the lutonix 035 drug coated balloon (dcb) pta catheter. During the procedure, the catheter was unable to lower the into the introducer. It was further reported that a second balloon was tested, and the problem occurred again. Reportedly, there was a difficulty in removing the balloon through the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon catheter was returned for evaluation. Upon visual inspection, it was noted the balloon had liquid within the balloon but was not inflated. No anomalies noted to the luers or y-body. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house sheath was flushed. Using an in-house presto inflation device, the balloon was subjected to negative pressure and was attempted to be inserted through the sheath, however, was met with high resistance once the distal marker band was attempted to pass through. The balloon catheter was retracted. The balloon was then cut and removed to inspect the marker band under microscope. It was noted there was a slight bulge distal to the marker band and contrast residue that was sticky. No other functional testing performed. Therefore, the investigation is confirmed for the reported sheath insertion issue and identified material deformation as slight bulge was noted to the marker band, which could have caused difficulty in advancing the device through sheath. The investigation is inconclusive for the reported sheath removal issues as functional testing could not be carried out due to damages in the returned device. A definitive root cause for the reported sheath insertion issue, sheath removal difficulty and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the lutonix 035 drug coated balloon (dcb) pta catheter. During the procedure, the catheter was unable to lower the into the introducer. It was further reported that a second balloon was tested, and the problem occurred again. Reportedly, there was a difficulty in removing the balloon through the sheath. There was no reported patient injury.